Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but returned to olympus service operation repair center (sorc). Sorc found the following. The converter of the subject device was malfunctioned. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, there was the possibility that the reported phenomenon was attributed to the following causes. The converter of the subject device was malfunctioned since electronic components was deteriorated over time because more than 7 years had passed from the subject device had been manufactured and repeatedly long-term use.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the emergency lamp was lit up. The user exchanged the lamp of the subject device to the new one, however the issue could not be resolved. There was no report of patient injury associated with the event.